Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
It was reported that on (B)(6) 2021, a 22mm amplatzer amulet was implanted. On (B)(6) 2022, initial transthoracic echocardiogram (tte) showed moderately impaired lvef and "hemodynamically relevant pericardial tamponade with cardiogenic shock" was observed; described as "arterial bleeding from the area of the rcx branch." Patient symptoms included cold extremities, nonpalpable pulses, and dyspnea. The patient received cardiac surgical treatment. The patient was reported to be alive and remains hospitalized "due to complications after heart surgical intervention," further described as pneumonia and acute renal failure. Clinical study patient ID: (B)(6), (B)(4).

Manufacturer narrative:
An event of "moderately impaired lvef¿, pericardial tamponade, cardiogenic shock, cold extremities, nonpalpable pulses, and dyspnea was reported. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.